Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple parts which included ise tubing, tubing from asl, sample syringe, wash syringe, reference electrode on cell 2, and cleaned sample pots, mix bars and both reference blocks to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported erroneous patient results were generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium), and cl (chloride) on system au5800 clinical chemistry analyzer. The erroneous patient results were reported out of the laboratory and later they were amended. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to event.